Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated to a deeper area. The physician didn't feel comfortable removing the device from this area. The icm remains in the patient and they were implanted with a new icm. No patient complications have been reported as a result of this event.